Manufacturer narrative:
(B)(4). A batch review will be performed. Actual sample was available at the plant for evaluation. Visual inspection of the sample confirmed a ruptured reservoir. The ruptured reservoir was microscopically analyzed, and marking on the exterior surface of the reservoir was observed near the rupture line. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13j079 was manufactured september 24, 2013 ¿ september 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the rupture could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that bladder of a basal/bolus infusor was found ruptured during infusion of unknown medication. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.